Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use loading unit. Visual examination of the loading unit noted that it was partially fired. Staple pushers were visible at the 5cm cut line indicating the point where the handle compression had stopped. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. While being applied to the stomach, for the first reload, the stapler did not fire. The surgeon could press the green button and squeeze the handle. The instrument locked on tissue and was only able to be removed from the tissue after many tries. For the second reload, it was unable to fire. The surgeon could press the firing button and squeeze the handle. The reload became locked on the tissue and the staple line was incomplete. The device was removed from the tissue after many tries by force. A component of the device broke off, the metal part at the beginning of the device. The malfunction lead to a week extension in patient hospitalization. Tissue in the stomach was damaged and the result was a fistula. The case was completed using new devices and sewing the damaged tissue.